Event description:
Blood transfusion was near complete (rn states approx 30cc remaining) when rn noticed a small area of blood underneath the IV pump (approx quarter size in diameter). Pump stopped and upon inspection a pin prick hole was found in the section of tubing that goes within the pump. Rn states that it did not appear to have been pinched by the pump. Provider notified. No apparent harm to the patient.